Event description:
This is the first of four reports involving an intracranial pressure/temperature monitoring kit (1104bt) with the same product problem from the same facility but different patients. It was initially reported on (B)(6) 2010 that the catheter pulls out of the bolt with little effort. There was patient contact but no patient injury. On (B)(4) 2010, the customer reported that the catheter was revised and replaced. Additional clinical information has been requested but not other information was provided. Cross referenced to manufacturer report numbers: 2023988-2010-00036, 2023988-2010-00037, and 2023988-2010-00034.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.